Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During faraview procedure, a faradrive steerable sheath clear was selected for use. During transseptal puncture under monitoring with intracardiac echocardiography (ice) in the operating room, a left atrial perforation was observed with consequent blood extravasation into the pericardial space. The event progressed with significant pericardial effusion, requiring immediate pericardial drainage and activation of the cardiac surgery team for controlled sheath removal. In the retrospective analysis of the case, the medical team considered that the high compliance of the interatrial septum may have favored the anterior displacement of the assembly during the puncture, leading to coupling of the system to the free wall of the left atrium. This mechanism possibly resulted in concomitant perforation of the septum and the atrial wall. The patient remained hospitalized and is expected to fully recover.